Event description:
The hub of a 2.75 x 13 mm cypher select plus stent was broken and the physician could not attach the hub to the indeflator. Another device was used to complete the procedure. There was no adverse consequence to the pt. It was noted that the problem was identified before starting the procedure and before inserting the device into the pt. During the preparation of the device, the doctor attached an appropriate-sized syringe and flushed the contrast solution (50% solution of contrast medium in sterile heparinized saline) into the catheter and found that the delivery system did not seem to be responsive to the pressure that was applied; the doctor noted that the problem was caused by a fracture of the hub. The product was correctly prepared and there was no difficulties in removing the product from any of the packaging components. Additionally, no anomalies were identified upon inspecting the device. The product was not clinically used in the pt.

Manufacturer narrative:
The ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Before using a cypher select+ stent delivery system in a procedure, the hub was found cracked. The product was not used and no pt injury occurred. The damage was identified during prep when the device would not hold negative pressure. No unusual handling was reported. The product was not returned for eval. A review of the mfg records indicated that this lot of products met quality requirements for product acceptance. The complaint could not be confirmed without product return. With such limited info, it is not known what factors may have contributed to the event.